Event description:
It was reported that a new joystick was installed on the chair. The end user drove chair for a little bit and chair stopped and screen turned to blank screen and then red warning screen. The dealer disconnected pin wire and plugged back in joystick comes on but then is stuck on good bye screen. The power was cycled then joystick would not come back on. It was reported the end user was stranded. There were no reports of adverse events or necessity for medical interventions.